Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient repeated information regarding a huge bulge in back. Patient reported the device had stopped working and causing problems. Patient reported stimulator hurts. Patient stated where the implant was implanted was braised and sore.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-aug-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 22-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported there was a lump where the leads were coiled and was still there. Patient stated they had a 4 inch lump on their spine and it was first noticed (B)(6) 2019 and it was getting larger. An x-ray was performed and showed the leads were coiled in the spot of the lump. The lump was not infected or hot or sore. It was unknown why there was a lump or why the leads were tangled up there. It was reported that the issues were resolved at this time and patient to monitor and contact hcp if any further interventions are needed. No interventions taken or planned at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they wanted their ins removed because it had been a ¿horrible experience¿. They stated that they had a ¿huge bulge¿ in their back where the leads were, as well as pain in that area. They reiterated that they had an x-ray completed due to this and their healthcare provider (hcp) stated it appeared the leads were ¿tangled up¿. The patient further clarified that the issue started ¿around (B)(6) 2018 (year confirmed however this conflicts with previously reported information that states that the lump on their back was first notice feb-2019. This also conflicts with the patient¿s implant date as according to our records their device wasn¿t implanted until (B)(6), so (B)(6) is prior to implant)¿. The patient stated that the rep said the bulge was ¿the worst thing they¿ve ever seen¿. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient provided their weight information and stated that the device just never worked. Patient¿s body is just not happy with having this foreign object inside. It is doing more harm than helping the pain it was originally implanted for. When ask to clarify the more harm, patient stated the lump and the coiled leads and it just does not help the pain. Patient believed that the device maybe causing severe spinal scoliosis. Patient is now limping and was issued a handicapped tag for parking her car etc. Patient added that the device helped a little bit in the beginning but doesn¿t anymore. It is the same pain that patient had prior to the implant from a failed laminectomy. The doctor suggested fusion prior to the implant but patient did not want to have fusion. Patient is very active therefore refuses to take strong medications such as opioids. Patient stated that she is of a very thin stature so the outline of the device can be seen/device is protruding and the implant site is black and blue. The implant site hurts. Patient would just like to have the device removed. Patient saw a rep who could not help the patient. Patient does not have a managing hcp as of now. Patient did not know when she will find a doctor that can remove the devices as she has new insurance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that the ins caused her more pain than she has ever had and that she had a bulge in her back and bruising from the implanting procedure still. Patient stated she wanted the ins system removed however, needed to have an MRI scan before removal. Patient stated that she needed help right now with getting an MRI scan as she had spoken with two places who have told her that it was too much of liability. Patient stated that the ins had caused her nothing but pain and grief. Patient voiced frustration.